Event description:
It was reported that the shaft of the catheter was fractured. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified circumplex artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, upon insertion, it was noted that the middle segment of the catheter extension was fractured and could not advance inside the guide catheter. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported.